Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03970, 2134265-2013-03974. It was reported that during a percutaneous coronary intervention, an intermittent pullback occurred. The targeted lesion is located at the right coronary artery. During the procedure, the (B)(4) pullback speed was unstable which led to intermittent pullback issues. They attempted automatic pullback once. The physician did the manual pullback and completed the procedure. No patient complication reported and the patient's condition is stable.

Event description:
Same case as MDR ID # 2134265-2013-03970, 2134265-2013-03974. It was reported that during a percutaneous coronary intervention, an intermittent pullback occurred. The targeted lesion is located at the right coronary artery. During the procedure, the mdu pullback speed was unstable which led to intermittent pullback issues. They attempted automatic pullback once. The physician did the manual pullback and completed the procedure. No patient complication reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The motor drive unit-5 was installed into a gold standard system and tested for functional test. The unit meets specifications. The unit underwent a 4 hour burn-in without any failures observed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The root cause is not confirmed. (B)(4).